Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had both the right and left pawls replaced due to wear; the hastalloy spring in the 80-pound torque knob was replaced due to testing low when put under pressure. The set screw was replaced due to the index knob being easy to turn. Unit was received with the a2114p 100p case and with an adult and pediatric rocker arm. Root cause: complaint is confirmed via inspection of the unit. The index knob was easy to turn and required replacement of the set screw. Unit required general maintenance and replacement of worn components. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that after the headpiece is locked, the mayfield infinity skull clamp (a2114) still moves and the headpiece does not lock securely. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.